Event description:
It was noted that the pt had a couple of recent instances in which stimulation had turned off unexpectedly, while the device was turned on. The pt's therapy was noted as being fine. Impedance measurements were normal. The pt's outcome was not reported. Additional info is being requested, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).